Event description:
It was reported to nova biomedical that a consumer received a result of 22 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 236. The difference in the readings was determined to be clinically significant. The test strips in question were discarded by consumer, therefore, they will not be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.